Event description:
It was reported that the bolt on a lift sheered off of the scale assembly and dropped the user to the floor. The user sustained a spinal compression fracture due to the event. Should additional relevant information become available, a supplemental report will be submitted.